Event description:
It was reported that this patient with a history of complex polymorphic ventricular tachycardia (vt) and ventricular fibrillation (vf) experienced a syncopal episode with 45 seconds of torsade de pointes arrhythmia. Boston scientific technical services (ts) was contacted for discussion and reprogramming recommendations. It was discussed that the device under-sensed the variable, complex torsade rhythm and thus the device detection duration was interrupted, leading to a delay in therapy delivery and the patient's syncope. It was noted the vf arrhythmia self-terminated and the patient was still hospitalized. The physician began a course of beta-blockers and re-programmed the device detection zones and decreased the right ventricular sensitivity. It was indicated that a defibrillation threshold test (dft) would be performed to test the system integrity at the new programmed settings, but this has not yet been performed. At this time, the device remains implanted and no additional adverse patient effects were reported.